Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the alarms were not forwarded to the phones carried by nurses or were not forwarded in a timely manner. The device was in use at time of event, and a patient died.

Manufacturer narrative:
At the time of the event, 6/20/223 ICU room 3901-1 between 2147 and 2156, the hospital claimed the monitor did not send an alarm to the nurse phone while it was in companion mode with the mx750. A philips field service engineer (fse) went onsite to evaluate the devices in question. The fse tested the monitor with spo2 simulator and during the test it alarmed correctly to the surveillance, and then finally to the nurse phone. The audit logs were retrieved from the customer to be evaluated by the philips product support engineer (pse). The pse confirmed the philips monitor (mp750) indeed functioned as intended, and the configured level 1 alarm was triggered promptly when the patient's spo2 levels dropped below the predetermined threshold. The alarm message was appropriately sent over the network to the surveillance (piic) system, which alarmed at the second level, ensuring that the relevant healthcare personnel were notified promptly. The pse also found the alarm messenger clinical workflow was set up to delay the desat alert 15 seconds and configured by the user to discard all duplicate alerts in that time frame as well. The customer claimed, the alert did not go to the nursing staff assigned and the system reset itself each time. They wanted to understand what "reset by system" meant? In response to this statement, the pse explained the iem alarm messenger was set up with the ¿alert delay feature¿. If the dispatched instant ix alert is canceled in the delay period nothing will be sent to the end devices by clinical design setup in the workflow configuration of the system. During the investigation, our team thoroughly examined the audit logs and configuration related to desat conditions within the iem (inteliview enterprise management) system. It was observed that the system was equipped with a 15-second delay for alarm escalation. This delay allows for brief fluctuations in the patient's spo2 levels, minimizing the occurrence of false alarms and prioritizing clinically significant events. A clinical harm review was performed as there was report of patient harm. It was indicated the red alarms were tested with the cisco phones, revealing the alarms were sent through. It was indicated the red alarms were tested with the cisco phones, revealing the alarms were sent through. Further investigation revealed the alert is not sent to the cisco phone if the alarm is silenced at the piic ix or the bedside monitor. If the alarm is silenced at either of those devices, the piic ix cancels the alert to the phone, which is by clinical design setup in the workflow configuration of the system. Based on this information, the device was functioning as designed and configured; therefore, the device did not cause or contributed to the reported event. Based on the information available provided by the audit logs, the cause of the reported problem was confirmed to be a software update issue as well as a default configuration setting. The iem displayed "delay message dispatch for this alert = on"; the "alert delay interval = 15 seconds"; and the "discard duplicate alerts during delay period = on".